Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The device was inspected at olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings. - the light transmission was out of specification (too low). - there were impact points on the distal end cover. - there were corrosion on the air/water cylinder. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was no report of culture test positive after the device was returned to the user facility after repair.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. [First time: (B)(6), 2021]- the instrument/suction channel: klebsiella pneumoniae and enterococcus gallinarium (>20cfu/ml) - the air/water channel: klebsiella pneumoniae and enterococcus avium (>20cfu/ml) - the auxiliary water channel: klebsiella pneumoniae, stenotrophomonas maltophilia, cellulosimicobium cellulans and microbacterium oxydans (6cfu/ml) the exact cause of the reported event could not be conclusively determined at this time. [Second time: (B)(6), 2021] - the instrument/suction channel: cellulosimicrobium cellulans (>20cfu/ml) - the air/water channel: cellulosimicrobium cellulans (1cfu/ml) if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time] the suction channel: unspecified microbes (>10cfu) [second time] the suction channel: unspecified microbes (>10cfu) [third time] the suction channel: unspecified microbes (>10cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ew2, using peracetic acid. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.